Event description:
A ventilator was returned to a third-party service center for service for a ventilator inoperative condition. There was no harm or injury reported. During the evaluation of the device at third-party service center, "service required" codes were found in the ventilator's downloaded error log. The device's system board, internal battery, power supply board, and a cable between the system board and power supply needs replaced to address the issues.